Event description:
A report was received that the patient experienced a mild seizure that was treated with medication. The event was considered resolved. Additional information was received that the patient was admitted to the hospital the day he experienced the reported seizure and discharged the next day. Antiseizure medication was tapered and eventually discontinued. The physician assessed the event as possibly related to the procedure, but not related to the device or stimulation.

Event description:
A report was received that the patient experienced a mild seizure that was treated with medication. The event was considered resolved.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Product remains implanted in the patient.

Event description:
A report was received that the patient experienced a mild seizure that was treated with medication. The event was considered resolved.